Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ECG cable malfunctioned while in use with a defibrillator. While there was no reported patient harm, the ECG cable was in clinical use with a life sustaining/lifesaving medical device.